Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump had a scratched screen and cracked rear housing. Functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The device history record was reviewed and no manufacturing or testing issues were found. The pump's expulsor was trimmed to bring the delivery into a more nominal range. The scratched screen and cracked case was also replaced. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump has been over delivering and required a battery replacement. There were no reported adverse effects.